Event description:
It was reported that the lead integrity alert was tripped for impedances out of range on both of the leads. Previous impedances had been stable. Information identified in the manufacture's data base indicated the patient died on the day that lia was tripped and approximately five months post implant of the implantable cardiac defibrillator (ICD) system. A cause of death has been requested and not be received. The patient's device was not interrogated post mortem.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2012 of note; the reported serious injury of the leads is normally submitted via a bimonthly that would have been due on (B)(6) 2012. Information was subsequently received on (B)(6) 2012 and revealed the patient died approximately the same day as the serious injury and five months post implant of the device system. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the exemption reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.